Event description:
Information was received from multiple sources (trial patient, manufacturer representative, healthcare provider) regarding a trial p atient who was using an external neurostimulator (ens). It was reported that during a trial with the external neurostimulator 9772501 wireless pain stimulation, the patient presented with a fever on the second day. As a precaution, antibiotics (keflex) were prescribed. The leads were subsequently removed for safety. The issue was resolved. The leads were discarded by the customer so they will not be returned for analysis. No device issues reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.